Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited rising thresholds, intermittent non-capture and high undefined  impedance trending upwards. The right atrial (ra) lead was reprogrammed off.. No patient complications have been reported as a result of this event.